Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI during her check up for a foot infection. The displacement test was not performed as the insulin pump kept alarming motor error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor alarm as a result of a motor encoder signal being out of phase.